Event description:
The implantable pulse generator system was returned with no information. A database search shows that the patient died less that one year after implant approximately 9 years ago. No complaints or allegations have been made against the system or any of the individual components.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the proximal section of the lead was returned, analyzed, and primary analysis results revealed no anomalies found. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion. (B)(4): the proximal section of the lead was returned, analyzed, and primary analysis results revealed no anomalies found. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.